Manufacturer narrative:
User had the sensor removed and was treated with antibiotics. The infection site has healed.

Event description:
On august 19th, 2019 senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted.